Event description:
The ins was returned for analysis after approximately five years implant duration because the physician received information from the manufacturer regarding the kinetra wire bond field action and since the serial number was in the affected range, the hcp preferred to replace the device. The product was functioning correctly at the time of elective explant. The product was implanted in 2001. The unit was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal broken welds noted at bond wire pads. Findings from evaluation revealed both b+ battery bond wires were lifted from circuit board pad. The product serial number is part of the affected sn range for kinetra broken wire bond recall. The device service life was five years.